Event description:
The patient underwent a thrombectomy for lvo. Patient with difficult access due to atherosclerotic vascular disease. The patient underwent a radial approach. The procedure was successful. Post-procedure it was identified that there was a catheter tip on imaging in the patient's cerebral imaging. The catheter tip was dislodged during the procedure due to tuberosity. The broken fragment is millimeters small and has been retained in a small non-salvageable vessel.